Event description:
Vyaire stopped selling proprietary circuit for ltv 1000 ventilator 8 months after end of life letter was dated. Vyaire failed to properly notify customers of the intent to discontinue the ventilator and circuit. FDA safety report ID# (B)(4).